Event description:
It was reported that a pump experienced nuisance "downstream occlusion!" Alarms during testing. The customer stated that the pump was brought to the biomed from the ICU care area. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation confirmed the readings on the downstream force sensor to be above specification caused by excess shimming under the force sensor pusher. High force sensor readings will allow the pump to be more sensitive to downstream occlusion alarms. A review of the device history log confirmed 275 occurrences of "downstream occlusion!" Alarms. Although the reported symptom could not be reproduced, the device was determined to not be operating within specification in relation to the reported symptom, and the downstream force sensor was replaced. Reference MDR 1314492-2013-01092 and for the same device.